Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is no longer responsive. Reportedly, customer is unable to get the screen to illuminate. Customer reported a blood glucose level of 191 (mg/dl). Customer stated that they will revert to insulin injections for alternate insulin therapy.